Manufacturer narrative:
(B)(4).

Event description:
It was reported that after patient received appropriate ICD shocks, noise was observed on the ra lead. The lead was explanted and replaced. Patient was stable.